Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) amia automated pd cycler sets had the caps on the patient line easily came off. This was observed prior to use of the devices for peritoneal dialysis therapy. Additionally, the patient line on some sets (not further specified) were not even connected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.